Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit did not have an audible alarm during testing. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-18.

Event description:
According to the reporter, the enteral feeding pump did not have an audible alarm during testing but a visual alarm was displayed.